Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert, and presented in clinic due to post-paced t-wave oversensing. Programming changes were made and further testing was recommended.